Event description:
Patient was revised to address elevated metal levels.

Manufacturer narrative:
Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain on long car rides, limping, stiffness, moments of immobility, difficulty getting out of care, increased pain climbing stairs, weakness, and anxiety about falling or dislocating hip. Medical records and revision surgical note reported patient had episodes of instability, clicking sounds, extremely elevated metal ions, radiograph with acetabular cup with grater than normal adbuction angle, metal on metal reaction large pseudotumor over greater trochanter, necrotic tissue, instability , greater trochanter bone appeared necrotic, significant metallosis, and bulky granulation tissue with debris material on MRI. Lab results reported metal ions to be greater than 7 parts per billion. Stem added for elevated metal ions and cup added for malposition. The complaint was updated on: feb 11, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2588691 and 2574660 did not reveal any related manufacturing anomalies. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address elevated metal levels. Doi: (B)(6) 2008; dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and pfs alleges pain, injury, stiffness, limping, moments of immobility, anxiety, instability, pseudotumor formation, metallosis, clicking sensation and elevated chromium and cobalt. After review of medical records for MDR reportability, patient was revised to address metal on metal reaction with pain and stability. Revision notes stated that there was a large pseudotumor over the greater trochanteric laterally and posteriorly. Also, it was noted to have a significant metallosis anteriorly and inferiorly, as well as posteriorly along the ischium. MRI noted taken last (B)(6) 2012, that additional bulky debris has decompressed proximally into the iliopsoas bursa extending into the right hemipelvis. Surgical pathology report taken at the revision date noted the right hip joint pseudotumor a fibrous tissue with focal perivascular lymphoid aggregates, bone biopsy showed fragments of necrotic bone with focal remodeling and chronic inflammation. Updated complaint information. Doi: (B)(6) 2008; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2588691 and 2574660 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.